Event description:
Medtronic received information that during a valve-in-valve intervention on a transcatheter bioprosthetic valve, a small tear/dissection of the homograft occurred as a result of post dilatation with an atlas balloon (14 atm). No intervention was required and the patient recovered from the surgery with no sequelae. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).